Manufacturer narrative:
Philips service replaced the power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.